Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft, vela infrarenal, and two (2) limb stent grafts on (B)(6) 2016. A secondary procedure was performed for this patient on (B)(6) 2017 for an unknown reason and the physician implanted an afx2 bifurcated stent graft and new vela infrarenal.